Event description:
We had a pt at approx (B)(6) being transferred from bed to cart using a 1000lb rail system, with dual motor, cross bar and 4 point hanger. The pt transfer was safely completed. As the cross bar/4 point hanger were being moved back, the 4 point hanger fell off the cross bard. A "c" hook on the cross bar is used to support the 4 point hanger. The "c" hook bent and opened up to the point that the 4 point hanger bar was no longer supported, and slid out. Again, the pt transfer had been safely completed.